Manufacturer narrative:
The device was being returned for analysis. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the internal environment of this device was tested and a higher than expected moisture content was discovered. On (B)(4), 2006, guidant (now boston scientific crm) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before (B)(4), 2000. This device was manufactured before (B)(4), 2000, and is included in this population.

Event description:
Boston scientific received information that this patient implanted with this pacemaker had been lost to follow due to non-compliancy. The patient had syncope and was admitted to the hospital with heart rates in the 30's. The device was replaced after over 10 years of implant as the device could not be interrogated. There was inquiry if this device was affected by an advisory or had normally depleted. No further patient effects were reported.

Event description:
--

Event description:
--